Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board. The exact cause of the printed circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user during the inspection before use, it was found that only the tally lamp (green color led) of on the front panel of the subject device lit up, and no screen menu and no image displayed on the screen of the subject device. There was no report of patient injury associated with this event.